Event description:
It was reported that stent damage and removal difficulty occurred. A 3.00 x 8 synergy ii drug-eluting stent was advanced for treatment but it failed to cross the lesion. It was noted that the stent was frayed and that it was hard to remove. There were no patient complications reported.